Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device got stuck at the catheter hub. The catheter was flushed continuously with heparinized saline. The pipeline became stuck during delivery. There was no catheter damage. There was no pushwire damage. The pipeline was damaged. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating (acom) artery aneurysm with a max diameter of 2.8mm and a 1.2mm neck diameter. The distal landing zone was 2.8mm and the proximal landing zone was 2.4mm. It was noted the patient's vessel tortuosity was moderate. The patient is alive with no injury. Additional information was received stating that the damaged to the pipeline was separation. The cause of the resistance/damage was not determined. A phenom 21 catheter was used. The information is confirmed by the physician.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pushwire was returned to the outer carton, biohazard bag, and shipping box. There was no pipeline vantage braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, advanced resheathing mechanism, or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer reports of "pipeline damaged during delivery/retrieval" and "resistance in the catheter hub" were not confirmed, as the pushwire was returned without the braid and catheter. The root cause could not be determined. Possible causes of "pipeline damaged during delivery/retrieval" include high force delivery, over-manipulation, and resistance during delivery. The possible causes of "resistance in the catheter hub" include the introducer sheath does not sit securely inside the hub, tip coil/delivery system damage, delivery wire torqued/pulled back during insertion, user does not maintain continuous flush. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.